Event description:
The customer reported to olympus the camera head displayed no image when connected to the video system center. The issue was found at the beginning of a therapeutic otolaryngology endoscopic sinus surgery. The issue was not resolved after restarting the device and reconnecting it. The procedure was completed using a similar device. There was no delay, patient injury, nor medical intervention associated with this event.

Manufacturer narrative:
The device was returned to olympus and evaluated. The customer¿s allegation was confirmed. Additionally, the evaluation found the following non-reportable malfunction: twisted cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that an image was not displayed due to faulty imaging unit. The cause of the faulty imaging unit could not be determined. Olympus will continue to monitor field performance for this device.